Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The customer did not know what the foreign matter was. The instrument/suction channel was aspirated with water. There were abnormalities noted in the accessories used for reprocessing. The instrument channel outlet was wiped/brushed with a clean lint-free cloth/brush/or sponge. The customer brushed the instrument channel, instrument channel port, and suction cylinder. The device was returned to olympus for evaluation and the evaluation found the tip of the brush had brown stains adhering to it. An operational check was not possible due to the condition of the dirt adhering to the tip. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, brown dirt came out from the scope while brushing, before putting it in the washer. After brushing the subject device several times, the dirt was removed and no longer came out. The device was reprocessed after the last use. The issue was found during reprocessing for a upper endoscopy diagnostic procedure. The intended procedure was completed using the same set of equipment. There were no reports of patient injury or harm. This report is related to linked patient identifier (B)(6)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of the component analysis, olympus found the material to be greasy, soft and viscous, and a solid that spreads pasty when crushed. Ester-based grease, or hydrocarbon-based grease containing esters, etc. Are considered to be the main components. If a drug containing these ingredients had been used, it could have originated from the adherent material. Based on the results of the investigation, a definitive root cause for the foreign material cannot be identified. Olympus will continue to monitor field performance for this device.